Manufacturer narrative:
Sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2017 by an unknown physician at (B)(6) hospital in (B)(6). The complaint alleges there was embedment and multiple retrieval surgeries. The filter was not retrieved despite two failed retrieval attempts on or about (B)(6) 2019 by dr. (B)(6) at (B)(6) hospital in (B)(6) and on or about (B)(6) 2019 by dr. (B)(6) at (B)(6) hospital in (B)(6). Argon¿s attorneys are attempting to gather additional information.